Event description:
Customer called to report high blood glucose. The customer mentioned that he had a headache and felt strange. Blood glucose reading at the time was 496 mg/dl. The customer has treated the high blood glucose with manual injections. Troubleshooting was performed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.